Event description:
The account alleged that the bed is flat and all the way down and no functions work. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.